Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. In this case, the non-rail suture may have been pulled inadvertently or the tensioning angle was not coaxial or it is possible based on the reported ¿it did not advance into the body¿, the knot was deployed above skin level. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional ablation procedure with a small-bore sheath. Reportedly, an attempt was made to advance the knot after step 4; however, the knot would not advance into the body. A z-suture was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.